Event description:
The home pt (hp) reported feeling bloated at the end of the therapy using the homechoice system in 2008. The hp indicated he feels bloated at the end of the therapy and sometimes at the beginning of the therapy, which has been ongoing for a while now. The hp states, he usually has to manual drain to feel relieved and usually drains approximately 3l - 4l. The hp cycler was programmed for continuous cycling peritoneal dialysis (ccpd), total volume = 12000mls, therapy time = 8 hours, fill volume= 2.5ls, last fill volume = 2lmls, dextrose= same, cycles = 4, dwell time = 1:23 , initial drain alarm = 1400mls, temperature = 37 degrees, and no last manual drain. The hp stated, there have been no alarms during therapy and no other difficulties. Review of the cycler's therapy log for therapy started nineteen days later ( completed the following day) revealed initial drain volume= 1467mls, last fill volume= 1773mls, total fill= 10014mls, total drain= 9914mls, average dwell time= 1 hr 18 mins, average drain time = 26mins, total ultrafiltration (uf) = -100mls, cycle 4 uf = -322mls, cycle 3 f = -366mls, cycle 2 uf = +336mls, cycle 1 uf = +252mls, no bypasses, no manual drains and no programming changes during the therapy. The tsr subsequently swapped the cycler. Follow up with the hp's nurse (rn) revealed the largest drain volume reported to the rn by the hp after completion of a full therapy was 2800mls. Per rn, review of her records does not confirm a manual drain of 4000mls. According to the rn, there was no pt injury or medical intervention and the hp continues to perform peritoneal dialysis therapy without further complaint.

Manufacturer narrative:
Customer sample received; however, evaluation not yet completed.